Event description:
The customer reported that during use of this drill in oral surgery, it got hot. The drill was switched out for another and there was no injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem was confirmed. During testing, excessive heat was noted in the collet of this handpiece due to collet assembly failure. The handpiece instruction manual informs the user of the following: continually check drill and attachment for overheating. Discontinue use and return equipment for service as necessary. Overheating of the bur may cause thermal necrosis. The recommended service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. In addition, heavy use of the drill exceeding the duty cycle can cause the handpiece to overheat. Overheating can lead to possible burn or injury to the patient or medical personnel. The customer will be contacted with additional information regarding this product.